Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blood glucose issue. The customer's blood glucose was 500 mg/dl at the time of incident and blood glucose was 468 mg/dl at the time of call. Trouble shooting was performed and found customer had a kinked cannula and replaced prior to call and the blood glucose were not coming down. Customer was in auto mode but because she was high for so long it kicked her out. No issues were found with the device at the end of trouble shooting. Customer to find alternative site for infusion set. The insulin pump will not be returned for analysis.